Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of catheter ruptured during use is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported via voicemail from the customer that a thermodilution catheter being used in an animal study, ruptured while in use. This resulted in a pulmonary embolism and the animal had to be euthanized.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via voicemail from the customer that a thermodilution catheter being used in an animal study, ruptured while in use. This resulted in a pulmonary embolism and the animal had to be euthanized.